Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient feels like the stimulation continues to run even when the controller shows stimulation has been turned off. It was stated that this has been going on since yesterday. Patient did not have her controller with her at the time of the call so caller will be calling back with the equipment to continue troubleshooting. Patient's husband called back and confirmed that the group/program buttons were grayed out as well and not highlighted. Caller was asked to use the white square button on the top of the controller to turn stimulation on to see if the patient felt a difference in stimulation. It was confirmed that that stimulation is off message was not appearing on the controller and states that the patient felt the stimulation stronger. It was suggested for the patient to turn the stimulation down to 0 to see if that would help as the patient desired to have the stimulation off completely. Caller turned the stimulation down to 0 from 3.1 and patient still felt stimulation but it was very slightly felt. Caller then turned the stimulation off using the white square button and confirmed seeing stimulation is off on the screen. Patient still the stimulation slightly. It was noted that since the issue started, the implantable neurostimulator (ins) battery level has been at 100% and has not depleted. Patient was redirected to the health care provider (hcp) to have the ins checked

Manufacturer narrative:
Continuation of d11: product ID 97745, serial# (B)(6), explanted: product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause was not determined yet. Patient state they were working with a neurologist. Patient stated still having same issues. Patient stated it may be nerve memory.